Manufacturer narrative:
H3. Analysis of the recharger (s/n (B)(6) found the flash sector read/write protection bits became set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The caller reported that the wireless recharger (wr) battery indicator lights were scrolling/cycling continuously and the patient was unable to charge their implant because the wr was unresponsive when they pressed the power button. Resetting the wr did not resolve the issue. The caller also unplugged the dock, plugged it back in, and tried a different usb cable, but the issue persisted. The caller stated that the patient first noticed this issue on friday or saturday, and they mentioned that they had 2-3 power outages in their home in the past week. An email was sent to repair to replace the wr. No symptoms reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.